Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This complaint for a report of air in tubing (without alarm) could not be confirmed. The root cause was undetermined.

Event description:
The home patient (hp) contacted baxter's technical service center regarding a verify initial drain alarm which occurred on the homechoice during use. The hp stated that the patient line was full of air bubbles. The baxter technical services representative advised the hp to always check the line for air before connecting and assisted to end therapy. Baxter product surveillance contacted the home patient on (B)(6) 2011. He stated that he did not recall the event, so no further information is available regarding this occurrence. Therapy since then has been going well, and there were no adverse effects reported to be caused by this incident. There was patient involvement, but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Per the customer, he did not recall the event, therefore; there was no sample and the lot number was unknown. No evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.